Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia as the insulin pump was under delivering insulin. The customer¿s blood glucose value was 17.9 mmol/l at the time of the incident. The customer treated their high blood glucose values with manual injections. The insulin pump also received insulin flow blocked alarm but the issue was resolved by troubleshooting as the insulin exited the tubing of the infusion set during the prime process. The reservoir compartment of the insulin pump was damaged as the o ring and the clear plastic part had come off. Troubleshooting was performed and the device will not be returned for analysis.